Event description:
Guidant all star guide wire tip broke off in vessel during removal of wire. Tip retrieved with amplatz snare kit without any problems. This was used for an interventional cardiac catheterization procedure.